Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. Customer informed philips tech. Support of the test results with the power cord. Customer was advised to reseat the lugs. Customer confirmed replacement of the power cord resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Caller reports that the electrical safety test is failing. There was no patient involvement.